Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one suture and one needle. The suture was returned broken into pieces. This damage is consistent with suture degradation. The foil pouches were inspected with light assisted microscopy with no breaches. The foil pouch was noted to be delaminated and peeling. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Suture material was observed to be present in the swage, indicating the suture broke off at the swage. It was reported that the needle detached and suture had broken. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: foil pouch delaminated. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: cm-811 biosyn* 2-0 vio 75cm gs21 x36 (lot#: d9l0729y) cm-811 biosyn* 2-0 vio 75cm gs21 x36 (lot#: d9l0729y) cm-811 biosyn* 2-0 vio 75cm gs21 x36 (lot#: d9l0729y) cm-811 biosyn* 2-0 vio 75cm gs21 x36 (lot#: d9l0729y) cm-811 biosyn* 2-0 vio 75cm gs21 x36 (lot#: d9l0729y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, while the device was removing from the retainer and preparing suture prior to patient incision, several packages where the needle was placed were opened, and the six needles came off of the suture and the threads broke. The doctor used another suture to finish the procedure. There was no patient injury.